Event description:
A patient underwent an oblique lumbar interbody fusion (olif) with pedicle screw fixation at l4-l5. The following day, the patient complained of abdominal pain and an MRI examination revealed an ureteral injury. Thus, the patient underwent an emergency ureteral reconstruction surgery. No intraoperative complication as well as malfunction of implants or instruments occurred. In the revision surgery, only left ureteral reconstruction was conducted. Also, it was reported that at the time fixing the blade intraoperatively, blade pin(s) were placed anteriorly and that caused insufficient fixation. Thus, blade pins were removed once and then inserted again into appropriate positions.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. (B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the catalog number 9560420 (dilator) was not returned to the manufacturer for evaluation. Concomitant products (stability pins) 9569310 x 2 were returned for evaluation evaluation of the stability pins did not reveal any damage to the instruments. Based on the event description, it appears the event was related to the surgical technique. No product problem was observed.